Event description:
Motor malfunction reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log was reviewed and event described in complaint was confirmed. The reported device was not sent to france for investigation, as repairs were carried out locally. During the external visual check, it was found that the right side of top cover has a slight wear mark. Ocs test was carried out but was failed as error 01 was triggered. During internal inspection, it was observed that the pump block was damaged but it does not have any signs of abuse, so the cause could not be identified. As per technical manual the pump block was replaced and the spare part was sent to france for further investigation. The spare part was received at brézins for investigation. During visual inspection, it was found that the mechanical block was damaged. The spare part was received broken preventing the cross test. The block was badly damaged, divided into two parts. However, the investigator noticed that the rotating disc mounted on one end of the camshaft hit the optical diode, which could have triggered error 01, shown in the event file. Which explains that the technical error was triggered after the fall of the affected device. The investigator checked the assembly for any fitment errors, found no evidence of improper assembly. And he was able to rectify the camshaft play by reassembling the spare part and keeping the rotation of the disc passing freely through the optical diode. The cause of the failure is most likely a fall of the device causing mechanical breakage and malfunction. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.